Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional patient information: bmi - 27.1kg/m2.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary segmentectomy procedure. According to the operative report, the sequence of the segmentectomy included dissection and division of the segmental vein, artery, and bronchus, followed by resection of the relevant lymph node stations. The surgery was not performed as per the surgery plan documented in the pre-operative period. There was an elective conversion. The patient was scheduled for an s3 left segmentectomy. However, an elective tri-segmentectomy was performed intra-operatively. There were no other conversions during surgery. An intra-operative blood loss was estimated to be 1100ml. Despite the volume of blood loss, the procedure was reported to have proceeded without complications. Additional suturing had to be performed during the procedure and the event was reported as resolved intra-operatively. Undocking of the da vinci system was not necessary to manage the unexpected clinical condition (hemorrhage), it was managed robotically. There was no reported intervention required post-operatively. No blood transfusions were required prior to discharge. A chest tube was placed at the conclusion of the procedure and remained in place until the day of discharge, post-op day 5. There was no report of a da vinci device malfunction during the procedure. The study investigator reported the event of intra-operative bleeding as moderate severity, not a serious adverse event (sae), not related to the da vinci study device, not related to the patient's underlying disease status, but possibly related to the study procedure. The patient's prior health condition of diabetes and hypertension may be relevant to his incident.

Manufacturer narrative:
An assessment review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: the adverse event of bleeding was not related to the da vinci study device; but, probably related to the study procedure.

Event description:
Refer to h11 for follow-up information.